Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6).

Event description:
It was reported the patient experienced ineffective therapy following a fall. Diagnostics revealed high impedance. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.